Event description:
A non-healthcare professional reported that following insertion of the intraocular lens (iol), right eye has dislocated and planned for exchange. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Information was provided that the right eye dislocated and was exchanged. Prior to dislocation patient had a fall and head was "jarred". The patient has fuchs dystrophy and will have corneal transplant in november. The lens would have been have been implanted on/or before the expiration date which was 28-feb-2006. This would indicate the lens was implanted approximately 18 years before the dislocation. The company, 16.0 diopter lens was replaced with a non-company 15.0 diopter lens. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following insertion of the intraocular lens (iol), right eye has dislocated and planned for exchange. There are two medical device reports associated with this patient. This report is associated with the right eye. Additional information was received stating that the lens was exchanged with other company intraocular lens (iol) 22 years and 8 months after the initial implant procedure. As patient has fuchs dystrophy and has to have corneal transplant in (B)(6).